Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that she experienced high blood glucose levels and bent cannulas, but the insulin pump did not alarm no delivery. The customer was unable to conduct the high pressure test, and requested a replacement insulin pump. Nothing further was reported.